Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the handle shaft and firing rod were bent. Functional testing could not be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent firing rod condition may occur as a result of rough handling or excessive manipulation of the unit. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge-shaped cut procedure, while being applied at the pulmonary parenchyma, the staplers with the reloads were unable to fire, and the surgeon was unable to squeeze the handle but he was able to press the green button. They changed the reload then the staplers can normally fire. The patient was unharmed.